Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix stretched, bent, and clogged with blood/ tissue. X-ray examination found the helix stretched and bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged at the procedure.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was attempted to be repositioned for an unknown reason. Upon cleaning the lead helix, the helix of the rv lead failed to extend and retract. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.